Manufacturer narrative:
Olympus keymed have requested the return of the burnt power cable for further investigation. There has been no report of injury to patient or user.

Event description:
An electrical short circuit occurred on the power cord. The wm-np2 workstation was connected to the wall outlet of the facility during an upper digestive tract examination in the endoscope room. It was reported that the wm-np2 power cable burned. The switch at the rear of the transformer was switched off. The equipment was connected to an alternative power supply owned by the facility. The inspection continued. After this, about 10 cases were conducted.

Manufacturer narrative:
Olympus keymed investigation found that no electrical short occurred. It was confirmed that the live pin of the mains connection cord had some small damage. The damage is consistent with an electrical arc being drawn following a failure of a wall socket or the inappropriate removal of the plug from the wall socket while the transformer is under load. It is presumed the plug on the mains cord was subjected to a force to cause it to be pulled from the wall by either movement of the workstation while in use (indicated against in the instructions for use) or by someone inadvertently interacting with the mains cord (trip due to user's routing of cord in the theatre). The cause has been determined to be user misuse.